Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized on (B)(6) 2015 for high blood glucose. The customer stated their blood glucose was over 600 mg/dl at the time of admission. Customer also reported experiencing dizziness, nausea, and thirst due to their high blood glucose. It was also found the cause of the customer's hospitalization was hyperglycemia. Customer was treated with an IV drip of insulin. The customer was released from the hospital when their blood glucose declined to 300 mg/dl. No additional information provided.